Manufacturer narrative:
H3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that after a procedure in which three laser catheters were sequentially connected, a manufacturer representative (rep) noticed the third catheter's tip was charred. There were no issues with the procedure outcome. The first two laser ablations had no issues, but on the third the rep noticed some abnormal heating at the tip. Several minutes in, there may have been a "bubble event" or "steam event". The system shut off, but after it rebooted the procedure proceeded normally. There was no delay and no impact on patient outcome.

Manufacturer narrative:
Additional information in d4. H3, h6: the catheter, lot number: 0231008401, was returned to the manufacturer for analysis. The returned catheter was burnt at the tip. Codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.